Event description:
The customer stated that he was hospitalized twice for diabetic ketoacidosis with blood glucose levels between 670 and 755 mg/dl. The customer felt that his blood glucose levels were high, due to the infusion sets he was using at the time of the events. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.